Manufacturer narrative:
No patient was present for this event, so no patient demographics are applicable. The navigation system monitor was replaced and the suspect monitor was returned for evaluation. The monitor, returned dvi cable and power supply were connected. The monitor was turned on and no issues were observed. It was allowed to run for 6 days and no issues were observed. The reported malfunction could not be confirmed and the returned parts functioned normally. The navigation system was inspected by a medtronic representative following part replacement. A navigation system check-out was completed and full functionality was confirmed. No further issues have been reported.

Event description:
A site representative reported that, while in the navigation task of the ear, nose, and throat (ent) software application, the screen on the navigation system unexpectedly went black for 10 seconds. The user was reportedly not touching the system when this occurred. No further details regarding this event were provided. No patient was present for this event, as the system was in the operating room hallway.